Manufacturer narrative:
(B)(4). Additional information has been received. This complaint no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4). The field service engineer (fse) checked the device and confirmed the circuit leak test failed. The circuit was replaced with the same results. The ventilator was opened up and an internal leak was found. The connectors were tightened and the ventilator was tested. All tests passed and the device was placed back in service.

Event description:
It was reported that a ventilator had a calibration issue. There was no patient involvement during this event.